Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. Unrelated to the complaint, a review of the black box indicated one power on reset event on (B)(6) 2013. No issues were noted with the time and date. The rewind, prime and load steps were successfully performed on the pump with no alarms. A visual inspection revealed that the battery cap threads were stripped, the yellow o-ring was visible and the battery cap would not secure tightly to the pump. Power loss was noted due to the damaged battery cap. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was exercised for 24 hours on a 1 unit per hour basal rate with the test battery cap with no power issues noted.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.